Event description:
An (B)(6) female, admitted on (B)(6) 2012, with shortness-of-breath (sob) associated with congestive heart failure (chf) and pleural effusions. Upon admission cardiology workup suggested cardiac catheterization for possible acute coronary syndrome. Cardiac enzymes x 2 were negative. On (B)(6) 2012, during the cardiac catheterization the deployed stent got caught in the femoral vein and could not be retrieved despite multiple efforts to snare the migrated stent. Vascular surgery was called and a cut-down was performed and the stent was retrieved. The pt remained stable for the procedure and was transferred back to the unit. The stenting was never completed and the pt was discharged home with close cardiology follow up on (B)(6) 2012, at which point she evidenced no sequelae from the event.